Event description:
During a cardiac ablation an 8f pinnacle sheath shaft broke apart and lodged within the patients femoral vain. Perfuse bleeding was noted. Emergent call placed to the on-call vascular surgeon. Physicians arrived to ep lab to assist. They were unsuccessful at retrieving the object, however they were able to control bleeding. Emergent call placed to invasive radiologist and was successful at removing object via snare device. Ablation procedure abandoned and pt. Transferred.